Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a string was found on the lens. String was removed by irrigation an aspiration. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).